Manufacturer narrative:
No device was received; therefore the condition of the components is unknown. The part and lot number are unknown. The device was used for treatment. Surgical notes from the patients revision due to screw loosening were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. Operative notes from the revision surgery state that only the articular surface and patellar components were revised. A total synovectomy of the knee was performed and the knee was thoroughly jet lavaged. After the patellar component was removed it was noted that there was insufficient bone to implant another patellar component so a patellectomy was performed. Per the nexgen cr, ps, cra, lps, and lcck package insert, infection is a known risk of this procedure. A definitive root cause cannot be determined with the information provided.

Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the patient underwent knee arthroplasty revision due to infection.